Event description:
The patient reported that when their implantable neurostimulator (ins) is on their tongue burns since 3 weeks prior to date notified. The patient has turned the device off as a result, and it was noted that when the device is off it stops. An appointment with the healthcare provider (hcp) is planned on (B)(6) 2016 in relation to the issue. A previously reported issue was also mentioned in which the patient fell on a concrete post and hit where the implantable neurostimulator (ins) is placed. Indication for implant is essential tremor and movement disorders. Additional information has been received from a patient. It was reported that when the patient receives programming or turns the stimulation on /off, it feels like she is sticking her finger in an electrical socket. The patient stated that this seems normal since it has been happening since (B)(6) 2008 and it goes away. The patient also confirmed that stimulation has been turned off for a month due to the burning sensation on her tongue. It was stated that the burning sensation occurred right after a programming session. The patient has another programming session with the health care provider (hcp) on monday. It was also stated that the patient saw a message on the patient programmer to replace the batteries.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
The patient reported that when their implantable neurostimulator (ins) is on their tongue burns since 3 weeks prior to date notified. The patient has turned the device off as a result, and it was noted that when the device is off it stops. An appointment with the healthcare provider (hcp) is planned on (B)(6) 2016 in relation to the issue. A previously report issue was also mentioned in which the patient fell on a concrete post and hit where the implantable neurostimulator (ins) is placed. Indication for implant is essential tremor and movement disorders. Additional information has been received from a patient. It was stated that the burning sensation occurred right after a programming session. The patient has another programming session with the health care provider (hcp) on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.